Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed dark counts check, system check, high sensitivity (hs) foam/hs no foam test, carryover test, and quality control (qc). The fse reported no hardware issues. All system test results conformed to the MFR's performance specs. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged discrepant cancer antigen (ca) 19-9 results, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing on alternate unicel dxi 800 system produced results within different clinical ranges. The elevated result was not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.